Manufacturer narrative:
Received one used partial. List #ch3554, 22" (56 cm) add-on 150 ml burette set (microclave®, no shut-off), w/spiros®, 2 clamps, vented cap; lot #13657290. The base was not returned. The complaint of leakage and separation can be confirmed on the returned device. As received the base of the burette was separated. The bonding location on each burette was examined. Insufficient solvent coverage observed. The probable cause of the separation and leakage is due to insufficient solvent being applied during manual supplier's process assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a 22" (56 cm) add-on 150 ml burette set (microclave®, no shut-off), w/spiros®, 2 clamps, vented cap where it was reported that the burette was leaking from the bottom. The status of the product at the time of event was normal. There was patient involvement and no patient harm. This is the second of two events.